Event description:
Trial neck split apart during the trial reduction.

Manufacturer narrative:
Device not yet received. Encore continues to pursue information related to this event, and will submit it when it is available.